Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and it was observed that the boot had a small hole at the bottom of the boot. Functional testing was performed by placing the device in the console. Functional testing revealed no damage or irregularities. Device operated as it should have. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2017-00783. It was reported that an error message displayed during aspiration. Two angiojet® solent¿ omni catheters were selected for a thrombectomy procedure in the left superficial femoral artery. The first catheter was primed successfully. Aspiration was initiated inside the body. However, after a few seconds, a leak was observed at the pump and an error message to replace catheter displayed. Another angiojet® solent¿ omni catheter was selected; however, the same issue occurred. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.